Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) and a s420 (led error-pmc, right) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.